Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of low and high blood glucose readings and hospitalization from the insulin pump. The customer called because she needed information about her pump. The customer declined to provide details about the hospitalization. The customer was advised to call back to troubleshoot.